Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type: recharger, was returned and the analysis shows that cracks in cable. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patients controller battery would recharge but their implantable neurostimulator (ins) battery would not so their manufacturer representative (rep) said to call in for new recharger. Patient received an error message of recharger not working, call medtronic about 2 weeks ago so patient unplug the recharger cord from the controller and plugged it back in which worked until christmas eve. When attempting recharge ins, it would recharge 30 seconds and then stop providing the error message. Patient's medtronic rep had them do a reboot thing but that did not work even though it worked in the past. Patient noted they tried to reset the controller as well but that did not work. Patient said this happened twice and that the paddle was warming up but would go away. Now ins was at 20% battery and patient could not charge. During call patient verified no damage on the recharger or charging port. Patient attempted to recharge their ins and got recharger problem. The issue was not resolved. A request was sent to the repair department to replace the recharger.